Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: a faulty power supply circuit board. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the generator failed output due to a faulty printed circuit board. There were no reports of patient involvement.